Event description:
The pta balloon dilatation catheter ruptured while inside the patient. When removed, it was apparent that some of it was retained. A piece of the balloon was affixed to the wire, thus preventing removal of the wire. A larger sheath needed to be used and the wire was removed in its entirety, with the residual foreign body.